Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required a thoracotomy. Right after performing the transseptal puncture, the physician noticed that the puncture had been placed too high. Even so, he attempted to map the left atrium (la), but with great difficulty. At that moment, he decided to redo the transseptal puncture, and moments after the second puncture, he noticed an effusion in the pericardium, which needed to be drained, and the procedure progressed to a thoracotomy to close the lesion in the roof of the la. The patient is stable, and the physician states it has no relation to any defect or damage of the device; it was a failure in the puncture due to the patient's difficult anatomy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.